Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was trying to change patient's infusion set and insulin pump alarmed compromised force sensor system. Customer took out the battery and reinserted and insulin pump alarmed motor error. Customer reported also that they had a couple of instances that the insulin pump alarmed no delivery. Customer's blood glucose was 214 mg/dl. Customer treated with manual injection. Troubleshooting was done. Customer stated the drive support cap was protruded. The customer declined to do troubleshooting for no delivery alarm due to the issue was resolved. The insulin pump would be replaced due to motor error alarm, compromised force sensor system and protruded drive support cap. No further information provided.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. Unable to confirm excessive no delivery alarm or motor error alarm due to prime alarm. Insulin pump received with minor scratches on lcd window, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. Motor was tested outside the insulin pump and passed.